Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A customer reported that six months following cataract extraction/intraocular lens (iol) implant surgery she is experiencing worse vision than before the procedure. She has sought medical attention to treat her symptoms and was told her surgery was correct and all is good. Additional information was requested.